Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise issue was observed. The source of the noise was from electromagnetic induction via electric machine work and the patient was advised not to perform electrical work. Upon review of the session records, non-sustained episodes were observed. Programming changes were recommended and to monitor the patient. No programming changes were made and it was discussed to make the programming changes. Patient was stable. No further information available.